Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for a normal generator change on (B)(6) 2021. During the procedure, cautery was used which caused the generator to not deliver pacing pulses and caused the patient to experience asystole. An external pacer was used to recover the patient from asystole, and the new generator was replaced without further consequence. The patient was stable throughout.